Event description:
O: caller noted that a system was implanted 2 weeks ago, where they put in the ra and rv leads but plugged lv port as they couldn't get access. They came back 2 days ago ((B)(6) 2020) and placed epi leads (5071 and a greatbatch epi). They connected the greatbatch epi lead to the device and capped the extra 5071 lead and left that in the pocket. Today (B)(6) 2020 they noted loss of capture on the lv lead (greatbatch) and xray shows one lead is back in the pocket and the other lead is still on the heart the epicardial lead that dislodged was the great batch lead which was connected to the device. The physician went back in and repositioned the epl lead with great thresholds. We did not open the pacer pocket. There was no need opening the pocket after testing lead through the device. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)